Event description:
The customer reported that a failed router caused their entire telemetry system to fail. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.